Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing condition issue. The reporter stated that there was a crack in the battery compartment. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 06/01/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 05/15/2015 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment had multiple cracks. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).